Manufacturer narrative:
The distributor indicated the device did not produce sound, but the volume was set to zero. The speaker error message was displayed in local language. After replacement of the device speaker the device functioned as expected. The device was operational after repairs were completed.

Manufacturer narrative:
Section e1: reporting institution phone number: (B)(6). Reporter phone number: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a replacement speaker assembly was required. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.